Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited diagnostics anomaly of false alert due to a software upgrade. The patient presented in clinic and the alert was resolved. The patient was stable post event.